Manufacturer narrative:
On 30-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The dilator was then inserted straight and centrally into the hemostatic valve while preparations were still underway. In the process, the valve came loose from its anchoring and was pressed into the sheath. It was therefore no longer possible to advance the dilator. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 50000212 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. When preparing the sterile table, the vizigo sheath was rinsed as recommended. The dilator was then inserted straight and centrally into the hemostatic valve while preparations were still underway. In the process, the valve came loose from its anchoring and was pressed into the sheath. It was therefore no longer possible to advance the dilator. The sheath was replaced with a new one and the procedure could be started without delay. The patient was not endangered by the incident at any time. No patient consequences. The sheath was not used on the patient. The hemostatic valve came loose from its anchoring and was pressed into the sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)